Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the following causes; a foreign object such as a lens cleaner coated to the objective lens surface of the subject device was clogged. The fiber waste from waste cloths and paper towels used for cleaning and disinfection for the subject device was clogged. The residues such as chemicals remained in the air/water nozzle of the subject device due to insufficient rinsing after cleaning. Also omsc surmised that it might have been entered the foreign object to the subject device during the reprocessing by the user and its cleaning might have been insufficient. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the air/water nozzle on the distal end of the subject device was blocked at the unspecified timing. At the incoming inspection for the repair, olympus (B)(6) checked the subject device. Since it was duplicated the reported phenomenon which existed the foreign object in the air/water nozzle on the distal end of the subject device, olympus china cleaned the air/water nozzle. There was no report of patient injury associated with this event.